Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was that there was conduction failure of scope connector occurred due to the water that invaded the connector. The event can be prevented by following the instructions for use which state: ¿.4 leakage testing: perform the leakage test: - never connect or disconnect the water-resistant cap or the leakage tester¿s connector cap while immersed. Doing so could allow water to enter the endoscope, resulting in equipment damage. - when connecting the leakage tester¿s connector cap to the water-resistant cap¿s venting connector, make sure that the inside of the leakage tester¿s connector cap and the outside of the water-resistant cap¿s venting connector are thoroughly dry. Water remaining on either component may penetrate the inside of the water-resistant cap and could cause endoscope malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the exera identification chip had no data transmission; the distal sheath was stretched, and the glue was lifted: objective and light guide lenses were pitted; switches one and four were not working: no bending section continuity; the control body had scratches; and the scope connector was wet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope presented no image. No patient injury or procedure impact was reported.